Manufacturer narrative:
Additional information (28-oct-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. Quality control (qc) recovery was within the customer¿s acceptable ranges. Siemens determined the erroneously elevated co2_c results were caused by poor water quality. The customer resolved the issue by servicing the laboratory's distilled water system and no other discordant results were reported. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the sos investigation. Initial MDR 2432235-2025-00278 was filed on 22-oct-2025.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated carbon dioxide, concentrated (co2_c) patient sample results were obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
The customer reported to siemens they obtained erroneously elevated carbon dioxide, concentrated (co2_c) results on two (2) patient samples on an atellica ch 930 analyzer. The erroneously elevated results were not reported to the physician(s). One sample was reprocessed on the original atellica ch 930 analyzer, and the other sample was reprocessed on an alternate atellica ch 930 analyzer. In both cases, lower results were obtained, considered correct, and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) results.